Event description:
Patient with open comminuted displaced fracture in the middle third of the right shaft underwent a procedure for nail insertion. The medullary canal was reamed 8.5 to 14.5. During insertion the connecting screw broke. The nail was removed and replaced with another nail.

Manufacturer narrative:
Investigation is ongoing. Subject device was received and is currently in the evaluation process.